Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three electronic photos was provided for review. First photo shows the partial view of the implanted drainage catheter attached to some external connector and no anomalies were noted. The second photo shows the physician holding the tube connected with implanted drainage port which is not clear. The third photo shows the partial view of implanted drainage catheter connected with external connector. Blood residue was noted in the hub of the drainage catheter connector. Therefore, investigation is inconclusive for the reported suction problem and fluid leak for all the three devices as the provided evidence was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain. After the drainage catheter placement procedure, the drainage catheter was allegedly found leakage and seepage. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain. After the drainage catheter placement procedure, the drainage catheter was allegedly found leakage and seepage. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.